Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a full white display and constant alarming. The patient's blood glucose at the time of incident was 4.0 mmol/l. During troubleshooting the caller confirmed that there was no damage to the insulin pump. The battery was removed and reinserted but the white display persisted. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. However, the pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the display anomaly. The pump was received with a scratched case and a pillowing keypad overlay.